Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown, product type unknown.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that when the patient went to go turn their ins on, it wouldn¿t turn on. Patient services asked what was coming up on the screen and the patient stated that there was a circle and it beeps. No troubleshooting could be done due to a lack of access to the product as the patient did not have their equipment with them. The patient stated that they would call back when they obtained their equipment. There were no symptoms reported. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.